Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unk item, unknown femoral head, unk lot. Customer has indicated that the product will not be returned to zimmer biomet for investigation, location of product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Kwon, y., rossi, d., macauliffe, j., peng, y., & arauz, p. (2018). Risk factors associated with early complications of revision surgery for head-neck taper corrosion in metal-on-polyethylene total hip arthroplasty. The journal of arthroplasty, 33(10), 3231-3237. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2019-00547.

Event description:
It was reported in a journal article one patient was revised for symptomatic adverse local tissue reaction and elevated ion levels. Attempts have been made and no further information has been provided. No additional patient consequences were reported.